Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an electronic discharge. They took off the batteries, the cap, and set the pump up for 24 hours. All of the buttons were not sensitive. The customer's blood glucose level was unknown. The device will return for analysis.

Manufacturer narrative:
The device was received with an intermittent button response due to corroded keypad traces. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.